Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the surgeon was drilling for the superior hole of an adolescent lateral femoral nail recon screw. The drill bit appeared to skive off very hard cortex of the femoral head of the patient. The drill bit broke at the step-up to the larger diameter. The broken piece was removed and retained. The surgery continued without further incident. It should be noted that the surgeon was advised to pre-drill with a guide wire. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).